Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. The device passed ultrasonic sensor testing, air in line testing and upstream occlusion testing. A review of the event history log (ehl) revealed air-in-line and upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined for air in line. No pump correction is required. The reported condition was verified for upstream occlusion. The ultrasonic sensor will require calibration as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed air in line and upstream occlusion alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h6: investigation findings, h6: investigation conclusions, h11: h11: a review of the event history log (ehl) revealed air-in-line and upstream occlusion messages. The reported condition was verified. The ultrasonic sensor will be calibrated as a precaution for the reported upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.